Event description:
The pt is a 51-yr-old woman who had bilateral augmentation in 5/91 using co's double lumen textured surface, 360cc implants in the submammary space. The breasts became quite hard. The pt has had closed capsulotomy as well as massages without effect. She noticed that the hardness has presented discomfort in sleeping as well as in hugging friends. In addition, she has noted development of some systemic symptoms such as hair loss, am stiffness, mammary difficulties, and a positive ana titer of 1 to 160. Because of concern over potential future health problems, a positive ana, as well as significant discomfort because of the severe capsular contracture, it is medically necessary to remove these implants. Total capsulectomy is necessary because of textured surface implant and because of capsular contracture.